Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal generator change out an already implanted lead could not be connected to the new pacemaker. The new pacemaker's set screw could not be fully tightened. The screw could also not be loosened to disconnect the lead. Physician had to fully remove the pacemaker septum in order to loosen the screw and remove the lead. The new pacemaker was then replaced with another to complete the surgery. Patient had no symptoms or consequences as a result of this event.

Manufacturer narrative:
The damage found was sustained during procedure. The device was otherwise normal.